Manufacturer narrative:
Device-a: h6: dislodged anvil. The product complaint team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damage, na; batch number, na; cartridge pan in place/condition, na; condition of drivers, na; lockout tabs on pan condition, na and position/condition of wedge sleds, na. Functional tests & results: condition of clamp first lockout, ab good; condition of clamping mechanism, ab damaged; condition of firing mechanism, ab good; condition of knife, ab good; condition of wedge bands, ab good; is hyper lockout condition present, ab no and result of attempted firing, ab good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instruments were returned with the anvils dislodged from the closure tube. The anvils were re-aligned and the instruments were cycled, fired, cut, and formed the staples within design specification. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the stapler jaws would not open. This was noticed upon reloading the instrument. Another stapler was pulled and fired successfully then upon reloading, stapler jaws would not open. Both staplers would not close (no click was heard). A third stapler was pulled to complete the case.